Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The shunt remains in the eye. The device history record (DHR) for the batch was unable to be reviewed due to no product identifying information was provided by the reporter. Zip code is not indicated at this time. No further information is expected. (B)(4).

Event description:
A surgeon reported that one day after a glaucoma filtering shunt was implanted, it was touching the iris. There was no harm to the patient. The shunt remains implanted. No further information available.